Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 17 mg/dl. The customer stated that she got several no delivery alarms prior to the event, and now the insulin pump is alarming low reservoir. The customer declined troubleshooting, and requested to have an insulin pump trainer test the insulin pump. Advised that the trainer would be contacted for her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.